Event description:
The surgeon did not use the impactor as required to fully seat the cutting guide. The surgeon picked up the mallet and stated that he didn't need the impactor as instructed in the surgical technique and the guide broke in half when he hit it. The surgeon then asked for the saw and made the cuts free handed.